Event description:
It was reported that the surgeon was using the cutter and it snapped and broke in the surgical field. Little pieces of metal were in the femur and all were retrieved. Rep reported that this was the first time device was used.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.